Event description:
It was reported the elc60 was used during a gastric bypass. It was reported the blue cartridge was replaced with the green cartridge and the instrument was fired twice without difficulty. On the third firing the device would not fire and only a few staples were fired. Another elc60 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: broken firing mechanism. Based upon the info received and the visual examination, it was concluded that the instrument was returned with a broken firing belt. No testing could be performed due to the condition of the instrument returned. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.